Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent sterilization. On (B)(6) 2015, hsg (hysterosalpingogram) was done and showed satisfactory location and occlusion on right side. Left side was perforated. Patient had surgery on (B)(6) 2015; tubal ligation was performed on left side. Micro-insert was seen and removed. Patient had unilateral tubal. Essure continued in one side only. Ptc investigation result received on (B)(6) 2015. Ptc global number (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous, medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and hsg showed left coil had perforated. This event, interpreted as fallopian tube perforation, is serious due to medical significance and listed in the reference safety information for essure. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). In the present case, hysterosalpingogram was done approximately 4 months after essure insertion and showed left coil had perforated. Left tubal ligation and removal of the left coil were performed. Therefore, considering the available information and nature of the reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident due to the required intervention (surgery for tubal ligation and essure removal). The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information has been requested.

Manufacturer narrative:
Health care provider uterine/tubal perforation questionnaire was received on 29-jun-2015: information received from physician states that a (B)(6) female patient who had as medical history obesity; had essure inserted on (B)(6) 2014. According to health care professional, no sounding or general anesthesia was performed during insertion. Paracervical block was done. In addition, physician informed that the visualization of the tubal ostium was easy and stated that both tubes were visualized. However, insertion was difficult, due to difficulty cannulating tube. There was no fluid loss more than 1500cc during hysteroscopy. As back-up contraception after essure placement and before total occlusion confirmation patient used depo-provera. Hysterosalpingogram test was performed. Patient's left tube was unoccluded (perforation suspected). In addition, health care professional informed that essure was attempted, but left tube was blocked. Patient was then elected for laparoscopic tubal ligation to finish/complete sterilization. Patient was asymptomatic; laparoscopy was done and essure was found in abdomen, not attached or adhered. The device was removed from abdomen as it was easily visualized. No hysterectomy or salpingectomy was necessary. Company causality comment: this spontaneous, medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and hysterosalpingogram (hsg) showed left coil had perforated. She was submitted to a laparoscopy and essure was found in abdomen. This device was removed and patient underwent a tubal ligation. This event, interpreted as fallopian tube perforation, is serious due to medical significance and listed in the reference safety information for essure. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). In the present case, essure insertion was difficulty and the hsg, done approximately 4 months after essure insertion, showed left coil had perforated. Left tubal ligation and removal of the left coil were performed. The reported difficulty during essure insertion may have been a contributory role in device perforation. Considering the available information and nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident due to the required intervention (surgery for essure removal). The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.